Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an appropriate shock for ventricular tachycardia (vt). The shock accelerated the arrhythmia to ventricular fibrillation (vf). A second shock was delivered which successfully converted the vf. No additional adverse patient effects were reported.